Event description:
"During shoulder surgery there was a sudden increase in pump pressure, shoulder over-inflated with saline, case aborted, swelling began to decrease after case stopped. Determined pump ok but tubing is faulty." Initial info provided to co indicated the surgeon started the procedure with the pump and then decided to use gravity. Later on, he wanted to use the pump again. The pump started to run continuously; the tubing chamber was noted to be half way filled with fluid. The "incident report" indicates a new tubing was connected to the pump the second time the surgeon decided to use it. Dr performed diagnostic in glenohumeral joint then completed s.a.d. He indicated the shoulder was over-inflated. Case was terminated - procedure completed. This device is used for treatment.